Manufacturer narrative:
(B)(4).

Event description:
A unknown thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the patient presented emergently and was found to have developed an aneurysm distal to the previously placed stent graft that was ruptured. The physician extended the previously placed stent graft and sealed the aneurysm with a 40/40/150 valiant stent graft. The physician stated the cause of the event was that the patient developed an aneurysm distal to the previously placed stent graft. The physician also stated the relationship with the stent graft and the ruptured aneurysm cannot be determined. The patient also had an aneurysm involving the celiac, sma and renal arteries. This was not treated; however it was greater than 6cm. No additional clinical sequelae were reported and the patient is very sick and has renal issues due to an aneurysm involving the renal arteries that remains untreated.